Event description:
It was reported to philips that the device was failing the electrical safety test during preventive maintenance (pm). There was no patient involvement or harm. This event was reported to have occurred during pm. There was no delay to therapy. The customer spoke with a philips remote service engineer (rse). The customer stated the electrical safety test is failing at the o2 inlet. The rse advised the customer to remove the o2 inlet retaining screws and remove the blue loctite. The resistance can be tested at the green grounding wire going to the flow sensor assembly to make sure it is good. If it is not, go to the grounding block and clean the terminals. The customer asked if this is a known issue, as he has witnessed this occurrence on other v60 devices. The rse advised there is no known issue and standard troubleshooting applies i.e¿ check power cord, check connections etc. To remedy the issue. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer performed the troubleshooting tips provided by the rse and the device passed testing and was placed back in service. No parts replaced.